Event description:
It was reported that balloon rupture occurred. The 70-90% stenosed target lesion was located in a non-tortuous and non-calcified artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for arteriovenous fistula procedure. During the procedure, the balloon was inflated and deflated about 9-10 times. However, the balloon ruptured at the last inflation at 10 atmospheres for 60 seconds. The device was removed successfully from the patient without any fragments left, and the procedure was completed with a new pcb 5x20. No complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).